Event description:
It was reported that the patient was admitted from (B)(6) 2024. Two site blood cultures were drawn which were identified as pseudomonas, and the patient received intravenous (IV) antibiotics. The patient had a known pseudomonas driveline infection and was subsequently on suppressive antibiotics; however, the specific source of this bacteremia was not fully investigated as the patient declined any additional treatment and testing. The patient also requested to be discharged home without a peripherally inserted central catheter (PICC) line or home IV antibiotics. It was noted that the patient had been previously discharged with 2 peripheral ivs in place for ease of access for hospice staff during medication administration and lab draws. The patient was advised to remove the ivs by the end of the week following that discharge, however the ivs were left in place for approximately 2 weeks and may have been the source of the septic shock. The patient enrolled in hospice care due to poor prognosis of progression of advanced heart failure. While in hospice care, the left ventricular assist device (lvad) was disconnected per request of the patient. The patient expired due to septic shock and cardiogenic shock within minutes of the lvad disconnection. The patient's outcome was not considered to be device related and the pump had reportedly operated as intended.

Manufacturer narrative:
Section b5: onset of driveline infection was reported under manufacturer report number 2916596-2024-02375. Manufacturer's investigation conclusion: a specific cause for the patient's infection and sepsis could not conclusively be determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established. It was communicated that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU lists adverse events, including infection, sepsis, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.